Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced four infusion set leakage outside the catheter event on (B)(6) 2026. No further information available.